Event description:
During implant procedure, the set screw in the header of the device was not able to be tightened. The device was not implanted and a new device was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of loose or intermittent connection was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.